Event description:
It was reported that a singleday infusor had particulate matter within its bladder. This was found during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The lot 14e004 was manufactured may 5, 2014 to may 7, 2014. The affected device was received for evaluation against the reported condition. Visual inspection of the device revealed solid white particles approximately 0.60 and 1.48 mm in length, floating in the fluid of the reservoirs. The particle identified to be a polyester material via fourier transform infrared spectroscopy (ft-ir) spectrophotometer scanning. The cause of the condition was not determined with the provided information. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.